Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the bearings have worn out in the casters on his mother chair. Consumer states the bearings got hot and melted the plastic around them. Consumer states that the initial issue is that the wheels were squeaking and then when he got down and looked at the casters. Consumer states he put lawn mower wheels on it but it was hard to move.